Event description:
It was reported that a spectrum pump falsely alarmed upstream occlusion. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Upstream occlusion alarms were confirmed and were determined to be caused by a failed ultrasonic sensor. The failed ultrasonic sensor was replaced.